Event description:
It was reported that the patient was admitted for an arrhythmia that resulted in low flow alarms. In the emergency room, a driveline disconnect alarm occurred and the pump running symbol was off on the system controller. The driveline was disconnected and reconnected by the perfusionist, and the pump resumed normal operation. The pump running symbol was dim, and it was noted the controller was old. The decision to exchange the system controller was made. Upon log file review, 2 pump stops were noted as well as 2 driveline disconnects. It was reported by the site that they we not sure of the cause of the first driveline disconnect, and it was following that alarm that the controller was exchanged, which is the reason for the second driveline disconnect. It was additionally reported that the alarms resolved following the controller exchange.

Manufacturer narrative:
Related MFR# 2916596-2023-05845. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms which reportedly resulted from the patient's arrhythmia. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed a pump stop which appeared to be associated with a driveline disconnect event. A specific cause for the driveline disconnection could not be conclusively determined though this evaluation. The system controller log file contained events from 28jul2023. Persistent low flow hazard alarms were captured throughout the of the log file. Additionally, on 28jul2023 the driveline appeared to be disconnected, causing the pump to stop. The pump appeared to function as intended while the driveline was connected. It was reported that the patient was hospitalized on 02aug2023 due to cardiac arrhythmia. While the patient was in the emergency room (ER) a driveline disconnection message was displayed on the system controller. It was communicated that one of the perfusionists then disconnected and reconnected the driveline and the pump resumed operation. The decision was made to exchange the patient¿s system controller. A specific cause for the driveline disconnect was unable to be determined; however, no further alarms were observed following the system controller exchange. It was communicated that the patient's arrhythmia resulted in the low flow events. The arrhythmia was not considered to be device related and ultimately resolved. The patient was discharged and in stable condition at home. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump flow. Section 2 of the IFU and section 2 of the patient handbook advise the user to ¿check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." The patient handbook further explains that the pump cannot run without power. Additionally, section 2 of the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU also lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-05845.